Event description:
It was reported by the hospital contact that during an acute coiling of an acom aneurysm, the physician started with a presidio 8x30 (pc4180830-30/m10636) which did not detach. The packaging/coil was not damaged before the procedure. The detachment was attempted several times. They switched to another enpower detachment cable (ecb00018200/c25342 or ecb00018200/c25343) unsuccessfully. The lot number of the replaced enpower detachment cable could not be confirmed. Eventually the physician pulled the coil a bit out of the aneurysm and managed to detach the coil. The coil was positioned in the aneurysm without loops hanging out in the parent vessel. They proceeded the coiling with 3 other presidio's (details unknown). There was no problem with the detachment. The procedure was finished with a few target nano coils (details unknown). The product remains implanted and will not be returned for analysis. There was no clinically significant delay in the procedure due to the event. The same detachment control box (dcb00005-00/f59862) and microcatheter were used to complete the procedure. The control box performed as normal, he has checked if it was the same with the other following coils. The low battery and fault light were not seen during the case. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. All connections appeared to fit properly without application of excessive force. An sl10 microcatheter (details unknown) was used. There was no resistance during deployment of the coil system through the microcatheter. Torqueing of the dpu was not required during positioning of the coil in the aneurysm. When the markers made the up side down t-shape, it did not detach. In the end, when he pulled the coil back (a bit out of the aneurysm) so that the coilmarker was more proximal of the mc-marker it worked in the end.

Manufacturer narrative:
It was reported by the hospital contact that during an acute coiling of an acom aneurysm, the physician started with a presidio 8x30 (pc4180830-30/m10636) which did not detach. The packaging/coil was not damaged before the procedure. The detachment was attempted several times. They switched to another enpower detachment cable (ecb00018200/c25342 or ecb00018200/c25343) unsuccessfully. The lot number of the replaced enpower detachment cable could not be confirmed. Eventually the physician pulled the coil a bit out of the aneurysm and managed to detach the coil. The coil was positioned in the aneurysm without loops hanging out in the parent vessel. They proceeded the coiling with 3 other presidio's (details unknown). There was no problem with the detachment. The procedure was finished with a few target nano coils (details unknown). The product remains implanted and will not be returned for analysis. There was no clinically significant delay in the procedure due to the event. The same detachment control box (dcb00005-00/f59862) and microcatheter were used to complete the procedure. The control box performed as normal, he has checked if it was the same with the other following coils. The low battery and fault light were not seen during the case. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. All connections appeared to fit properly without application of excessive force. An sl10 microcatheter (details unknown) was used. There was no resistance during deployment of the coil system through the microcatheter. Torqueing of the dpu was not required during positioning of the coil in the aneurysm. When the markers made the up side down t-shape, it did not detach. In the end, when he pulled the coil back (a bit out of the aneurysm) so that the coilmarker was more proximal of the mc-marker it worked in the end. The presidio (pc4180830-30, lot m10636) will not be returned, therefore the root cause of the coils detachment difficulty cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report. Concomitant medical products and therapy dates: 2 connecting cables (ecb000182-00/mcb342) & (ecb000182-00/mcb343). 3 other presidio's (details unknown). Target nano coils (details unknown).